Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument failed an electrical continuity test. There was no obvious damage to the conductor wires. The root cause could not be determined. The instrument was transferred to engineering for further review, and it was confirmed that the instrument failed the continuity test. The conductor wire was broken on the proximal end at the waterfall pulleys. Broken conductor wires in this area are typically due to the conductor wire being pinched between the main tube and input roll gear during assembly. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n12200413 0004) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument has 5 uses remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument had no energy output. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. The customer is unable to release patient demographic information for this event. On 02-jun-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was confirmed to have been used on (B)(6) 2021 on system sk3598. Information pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident is not known. No further details related to the event were available.